Event description:
Customer reported the balloon inside burst during patient use. The device contained 15ml of vancomycin and 150ml of normal saline for a total fill volume of 165ml. Reporter states no patient injury resulted.